Event description:
The conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on (B)(6) 2024 on during a robot-assisted lower rectal cancer procedure when it was reported ¿due to a significant air leak from the 12mm port, more co2 was used than expected. Although the situation did not improve even after replacing the sound reduction cap, the pneumoperitoneum pressure was maintained, so it was used until the end of the surgery. As a result, the patient's body temperature dropped to 34 degrees, but then recovered.¿. Further assessment questioning found that ¿the facility said that they suspected the gas leak from the device and used a body temperature maintenance device to reduce the risk of hypothermia. They also said that they was using the airseal with the smoke exhaust setting set to ¿low¿, but the gas flow rate was 6mmhg. Normally, the gas flow rate is around 3 mmhg while using ¿low¿ there was no other effects on the patient and the patient later recovered without any problems.". There was no report of medical intervention, or extended hospitalization for the patient. The ias12-100lpi, airseal 12/100mm lpi port was also used in this procedure and will be listed as a concomitant device and no report will be filed against it. This report is being raised on reported injury due to the patient¿s body temperature dropping.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A (B)(4) review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to read the instructions for use carefully and become familiar with the operation and function of the device and the accessories before use during surgical procedures. Non-observance of the instructions listed in this manual can lead to life-threatening injuries of the patient, to severe injuries of the surgical team, nursing staff or service personnel, or to damage or malfunction of device and/or accessories. A high gas flow can occur due to large leaks within the surgical system or instrument. This can result in a false actual pressure reading, which in turn may endanger the patient. In case of a disrupted gas flow, you should therefore inspect device, tube, and instruments immediately. Laparoscopic and colorectal surgical procedures should be per-formed with a gas flow of 4 to 10 l/min. An even lower gas flow is recommended for diagnostic purposes. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on 08may24 on during a robot-assisted lower rectal cancer procedure when it was reported ¿due to a significant air leak from the 12mm port, more co2 was used than expected. Although the situation did not improve even after replacing the sound reduction cap, the pneumoperitoneum pressure was maintained, so it was used until the end of the surgery. As a result, the patient's body temperature dropped to 34 degrees, but then recovered.¿. Further assessment questioning found that ¿the facility said that they suspected the gas leak from the device and used a body temperature maintenance device to reduce the risk of hypothermia. They also said that they was using the airseal with the smoke exhaust setting set to ¿low¿, but the gas flow rate was 6mmhg. Normally, the gas flow rate is around 3 mmhg while using ¿low¿ there was no other effects on the patient and the patient later recovered without any problems." There was no report of medical intervention, or extended hospitalization for the patient. The ias12-100lpi, airseal 12/100mm lpi port was also used in this procedure and will be listed as a concomitant device and no report will be filed against it. This report is being raised on reported injury due to the patient¿s body temperature dropping.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. .